Event description:
It was reported that during the implant procedure, it was not possible to tighten the atrial setscrew on the device. The setscrew would not click into place. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, a set screw with a rounded socket, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.